Event description:
It was reported that the patient observed 4 backup battery fault alarms over the course of approximately 6 weeks, starting on (B)(6) 2023. The alarms cleared with a self-test each time. Although not actively alarming, the system controller was replaced on (B)(6) 2023 in clinic because the patient lived more than 3 hours away from the clinic so it was felt best to replace the controller in hopes to prevent further alarms. No troubleshooting was performed prior to the controller exchange. The controller exchange resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: a small tear in the outer jacket on the white power cable. A green fluid substance that appeared to be consistent with fluid ingress was also observed to be coming from the small tear. The strain relief on the connector side of the white power lead was observed to be broken. The reported event of backup battery fault alarms was not confirmed. The log file contained approximately 5 days of relevant data (14dec2023 ¿ 19dec2023 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained speed above or at the low speed limit (lsl) without issue while the driveline was connected. The returned system controller (serial number:(B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.